Event description:
It was reported that the spinal cord may have been impacted during an l3 bone tumor ablation with the optablate system. There is no allegation of a product malfunction.

Manufacturer narrative:
Full UDI is not available due to missing part number and serial number.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Full UDI is not available due to missing serial number.

Event description:
No new information.